Event description:
Had lasik surgery bilaterally (B)(6) 2019. Surgery was not successful, so I was advised to have a"enhancement " 4 months later. So I did so, come (B)(6) 2020 I woke up to burning and inflamed eyes. After numerous labs ran to ensure there is no under lying condition. I have come to the realization that this is a side effect of the lasik surgery and to my surprise it's very common, but the doctors only tell you that your the 2% of chronic dry eye suffers which I now know to be false. Please note: I never had dry eyes prior to lasik. Lasikplus. Is therapy still on-going? Yes.